Manufacturer narrative:
Examination of the submitted device confirmed the end cap component has fractured at the center of the pin that secures the cap to the shaft. Previous investigations have been conducted for end cap components being disassociated from the handle. The previous investigations found no evidence indicating material or manufacturing were contributing factors and determined the failure could be recreated by hammering the end cap. The sigma unicondylar surgical technique (.25m0908 / 0612-05-507) states "use the tibial osteotome to gently remove the bone from the keel slot. Do not impact forcefully as this can cause a break of the posterior tibia". The root cause was attributed to suspected misuse. However, since the cap was not returned the root cause cannot be determined due to insufficient information. Based on the investigational findings the root cause is undetermined due to insufficient information, the need for corrective action was not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Metal backed keel osteotome broke during impaction.